Event description:
Healthcare professional reported "it seems like capsular contracture" baker grade IV. This is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.9., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion and creases fold. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported capsular contracture. Healthcare professional reported "it seems like capsular contracture" baker grade IV. This is for the left side. The device was explanted.